Event description:
It was reported that the customer's blood glucose was not showing on the insulin pump. The customer's blood glucose was 250 mg/dl. The customer was able to treat the high blood glucose. The customer stated that she had forgotten to take insulin. The customer stated that she had received a no delivery alarm after reloading the insulin pump. The customer stated that she was able to have insulin pass through. The customer declined troubleshooting. After assisting the customer with turning on the insulin pump communication, the customer was able to see her blood glucose on the insulin pump. The customer stated that she would call back to discuss the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.